Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had fallen and was unable to charge their ipg for over one year. As such, the ipg became inoperable. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received wherein the ipg was explanted and replaced. Effective therapy was established.